Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope and collapsed injuring their head and face. This patient was hospitalized. The associated device interrogation revealed several ventricular pauses in therapy. They applied a magnet and the rhythm increased to 100 bpm but ventricular pauses were still present. The surface electrogram revealed a spike but not ventricular complex was observed. This rv lead measurements were within acceptable parameters. The pacing threshold measurement had increased but was still within acceptable parameters. The physician decided to explant the associated device and this rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this rv lead will be analyzed and this investigation will be analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. However, testing to verify the inner insulation revealed a failure 545 mm from the terminal pin. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Dried body fluid was noted in the helix mechanism; as a result, the helix was not able to extend during laboratory testing. Detailed analysis was performed to investigate the inner insulation issue. The outer insulation was removed and the conductor coils were stretched to gain access to the inner insulation. The inner insulation was noted to have an area of abrasion 5 mm in length. This allowed the inner and outer conductor coils to touch, which may have contributed to the pauses in pacing.